Event description:
Customer reported leaking around the site and medication dripping out of the tubing. No additional event details or site of leak provided by customer. No pt harm reported. IV administration set was received. A follow up report will be filed, upon completion of the investigation.

Manufacturer narrative:
MFR's report date: 02/20/2009.